Manufacturer narrative:
We received 62 original sealed cartridges, but not the cartridge in question. Vigilance investigator carried out the pictorial documentation visually. Functional test were carried successfully, no deviation could be recognized.

Manufacturer narrative:
Investigation results: the product is still under investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without having examined the product, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger ligature clips . According to the complaint description the clips were incorrectly ejected into the abdomen. During the laparoscopic cholecystectomy surgery on (B)(6) 2020, the detachment of the entire cartridge belt from the multipurpose laparoscopic clip-holder occurred, which was then released in the abdominal cavity. No patient injury, delay minor than 15 mintues, piece fallen in the abdomen was recovered by the surgeon. An additional medical intervention was necessary. The adverse event is filed under (B)(4).